Event description:
It was reported that the customer attempted to use a battery that showed fully charged, but when placed in the platform, the platform indicated that the battery voltage was too low and prompted the user to replace the battery. Battery was replaced, platform operated as expected. The battery that was initially used was later placed in the platform, this time it worked. Battery sn b)(4) and the platform will be returned. Zoll representative checked the battery archive file, it indicated that the battery had not been placed in the charger but it indicated that it was fully charged. No additional information could be obtained. There was no patient sequela reported. Autopulse platform MFR report # 3003793491-2013-00339. Li-ion battery MFR report # 3003793491-2013-00338.

Manufacturer narrative:
Zoll medical corp has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated.